Event description:
The catheter was not recognized when paired to the device. It did not happen during a procedure. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on september, 6, 2017 results: evaluation of returned device; the evaluation verified the cam02 monitor was performing to specification and the customers camcabl used with the cam02 monitor was the cause of the complaint incident. The cam02 monitor was verified as not the cause of the complaint incident. DHR review; no anomalies that could be associated with the complaint incident were observed, complaints history; based on the complaint description a review of cam02 monitor customer complaints was completed using the following key words catheter not recognized in the search criteria. The review encompassed dates 14-aug-2016 to 14-aug -2017. A total of 161 complaints were reviewed of which this is the single complaint identified. At this stage of the evaluation no trend has been identified. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number of the device under evaluation. No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. Conclusion: the evaluation verified the complaint as valid; the customers camcabl was verified as the cause of the complaint incident. A complaint record was initiated to evaluate the camcabl verified as defective. The evaluation verified the cam02 monitor was performing to specification was not the cause of the complaint incident.